Event description:
Basically I was being poisoned from my toxic silicone breast implants I had for 16.5 years. I was told by my implant doctor that silicone implants were perfectly safe & approved by the FDA with no serious health problems. I was never told about all the toxic heavy metals that implants are made of, nor was I told that eventually the contents of them can leach through the implant shell through pores & end up in my body. I am now very sick & have over 28 different health problems. On (B)(6) 2024 I had my implants removed with a total capsulectomy. To my surprise one of my implants had ruptured. I had no injury or accident so I do not know how the rupture was made. Possibly the implant was faulty or just deteriorated. I'm now trying to get my life back together after I have explanted & I will try to heal. The FDA has no reason they need to approve breast implants for public use. Their ingredients are so toxic that they can eventually kill people. Please add my story to the list of complaints that should be considered by the FDA. Breast implants are sickening & killing people! Thank you for your time, -(B)(6). Reference report: mw5151787.